Event description:
The customer reported via phone that insulin pump had pump error. Customer¿s blood glucose was 138 mg/dl at the time of incident. Customer is able to complete pump rewind. Customer is able to complete pump rewind. Customer assisted with self test and it was passed. The insulin pump will be returned for analysis.